Event description:
Potential intermittent mirror image oversensing. The atrial lead is guidant 4086 (silicone) implanted on (B)(6) 2003. The hcp reported the patient is in hospice care and no intervention or evaluations will be performed. Sent to engineers for root cause analysis and recommendations. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).